Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported a refractive surprise following an intraocular lens (iol) implant procedure. The lens was removed. The representative indicated there was an error in lens calculation, however, the questionnaire indicates that the surgeon blames the iol.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge with an unspecified handpiece. Information was provided by a health care professional (hcp) that the root cause of the event was due to a calculation error. (B)(4).